Manufacturer narrative:
Follow-up # 1:the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) croatia alleging a battery issue with his onetouch ultramini meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began at an unspecified time ¿yesterday¿ ((B)(6) 2015) when attempting to measure his blood glucose. The patient stated that he does not take any medications to manage his diabetes, and it is unknown whether the patient made any changes to his usual diabetes management in response to the reported issue. The patient reportedly developed symptoms of ¿sweaty¿ an unknown amount of time after the alleged meter issue began. The patient reportedly self-treated by consuming additional food and/or drink in response to the reported issue. The patient confirmed that his blood glucose was not measured using any other device. At the time of troubleshooting, the csr noted that the correct test strips were being used, it was not the first use of the product, and that the battery did need to be replaced. The csr walked the patient through a re-test with the new battery but was unable to resolve the issue. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.